Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap on the insulin pump was loose and sticking out. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests due to the motor error alarm. The pump was received with normal operating currents and passed the self test and off no power tests. The pump was received with minor scratches on the lcd window, a loose drive support disk, a missing end cap sticker and a cracked reservoir tube lip.